Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd) at the same procedure. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available, as the lead was retained by the explanting facility. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd) at the same procedure. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the rv lead was explanted and replaced due to high thresholds. No additional adverse patient effects were reported. The explanting hospital retained the explanted rv lead, and it was unclear whether it would be returned.